Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the reflux mode would not work on the footpedal. The pt involvement is unk at this time. Additional info has been requested but none has been received.